Event description:
It was reported that there were concerns regarding a premature battery depletion. A low voltage fc1003 error code occurred. Data analysis confirmed fc1003 detected. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding a premature battery depletion. A low voltage fc1003 error code occurred. Data analysis confirmed fc1003 detected. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.